Event description:
Customer called on behalf of her son, who uses the system. She said he had a pod which she did not think was delivering insulin correctly. She checked his bg and found it was "high", which did not respond to repeat bolus doses. She later gave him a manual injection and removed the pod. She said the site was not wet, red or bloody - she described it as "perfect." She said the cannula was not bent or kinked and the pod had been in use for about two days before he experienced the high bgs. No further information reported. The device is being returned for evaluation.

Manufacturer narrative:
The distal tip of the cannula was visually found to be folded in on itself with deformation with no opening remaining. The cannula passed insulin from the reservoir during evaluation, but this condition could have contributed to restricted insulin flow. This type of damage typically occurs when the patient is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. The run data downloaded from the device indicated that the motor was working against a restriction, limiting it's ability to pump insulin. As noted in the user guide, patients are advised to select a pod placement site consisting a fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. A review of the DHR for this lot does not show any abnormal events or trends from manufacturing and testing. The lot was found to have met all acceptance criteria.